Manufacturer narrative:
The sample was not returned. The finished product met all specs prior to being released for general distribution. (B)(4).

Event description:
(B)(4). It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced pain, disability, and impairment.